Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding the reported event. The user facility reported that the patient was hospitalized and a drainage tube was placed in the patient. The patient is expected to be discharged shortly. The subject device was returned to olympus for evaluation. The evaluation found no anomaly which would likely cause of contribute to the breakage of the subject device. A review of the manufacturing history was performed and no irregularities were noted. The cause of the reported phenomenon could not be conclusively determined, but the hardness of the stone could not be ruled out as the contributing factor. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during therapeutic biliary lithotripsy procedure, the connection part between the pipe and the basket wire of the subject device broke when the physician attempted to crush a stone in the patient's bile duct. The doctor employed an olympus bml-110a-1 mechanical lithotriptor and attempted to crush the stone, but the basket wire of the subject device broke again and the stone could not be crushed. The physician performed an open surgical procedure the following day and removed the broken lithotriptor and the stone from the patient. The patient reportedly remained hospitalized as of (B)(6) 2011.